Manufacturer narrative:
(B)(6). It was reported that the ventilator stopped twice and displayed an error code (ec #1006-device inoperable) a nurse reported that a patient required ventilation at home before arriving the hospital due to respiratory distress. The cardiologist that was present pressed the on button and the device restarted and stopped again. The patient rapidly de-saturated, however, the medical team was present and were able to resuscitate. The patient was admitted to the cardiology department. The drpt (daily report) logs were received and reviewed by the engineer electrical principal. The reported error codes were found in the logs, and it was also discovered that the ventilator seems to have been alarming tidal volume and rate alarms constantly prior to the incident. The data acquisition primary circuit board and motor control primary circuit boards cables were replaced.

Manufacturer narrative:
(B)(4). Correction: the original follow up report state the following: "the data acquisition primary circuit board and motor control primary circuit boards cables were replaced." This statement has been corrected to the following: the da-mc(data acquisition to motor) cable was replaced per a field change order (fco #86600037).

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information has been requested.

Event description:
A customer reported that the ventilator stopped working and did not alarm. A patient was on the ventilator and desaturated quickly. Further data has been requested.